Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: patient dob, adverse event, outcomes attributed to adverse event, date of this report, manufacturer name, city and state, initial reporter information, contact office - name/address/phone number, type of report, type of reportable event, if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/date. Evaluation summary was not attached to the initial report. The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Debris/tissue was observed in the valve channel, which likely disrupted the seal, causing a leak and deflation.

Event description:
Deflation resulting in explantation.